Event description:
Representative reported patient's pump was turned off because patient felt it "wasn't helping.".

Manufacturer narrative:
Additional information: b5, d4 (lot), d4 (expiration date), d4 (UDI), g1 (second address), h4. Corrected information: h6. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. As the device remained implanted and not returned for additional investigation, a definitive root cause could not be determined for the alleged issue. A supplemental will be submitted if/when additional information is received. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending review of device history record and follow up information. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was unable to be aspirated. Representative stated that the physician isn't able to aspirate when trying to do a dye study and access the cap. Physician says that they feel the needle go into the cap, and they push it in until it hits the bottom, but it still isn't able to aspirate.